Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to find the ilet suspended and displaying a prompt to fill tubing, with no preceding alerts or alarms and blood glucose values reported as normal; the user also reported a prior similar occurrence and expressed concern about device function. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and no long-term impact. Investigation included user-level troubleshooting and education focused on infusion set and cartridge setup, including verification of infusion set deployment and connector attachment, as well as data synchronization for review. Investigation of this case revealed a probable infusion set issue consistent with an incorrectly deployed set or an infusion set connector not fully attached, which could prompt a suspension and fill-tubing workflow without associated alarms. It was concluded, based on previously established findings for similar reports, that user setup error was the likely cause.